Manufacturer narrative:
Philips service replaced the xsc chassis and calibrated the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray was not possible due to a damaged xsc from a water leak on an azurion 5m20. The clinical use of the system was in use. There was no reported patient or user harm.